Event description:
Hip operation done in (B)(6) 2009; after three months of relative, good adjustment, pain in the left hip that has not abated, especially when getting up, etc. Reported by orthopedist, that he has had several similar cases, and he accounts for it by the failure of the cup; tritanium by stryker. He wishes to redo the surgery and replace the cup. Dates of use: one year, (B)(6) 2009 - (B)(6) 2010. Diagnosis or reason for use: hip replacement due to arthritis.